Manufacturer narrative:
Device evaluation: visual inspection of this device revealed the push catheter was severely damaged. Multiple bends were observed in the working length of the push catheter. The guide pullwire was found bent and broken completely into two pieces. The guide catheter was dislodged from the push catheter and the rx window was deformed. A functional evaluation in an attempt to extend the guide catheter could not be performed on this device due to the severity of the damages observed. The guide pull wire protrudes out of the rx window and was severely damaged. Based on similar complaint and the analysis of the damages found on this device, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct of a (B)(6) male patient (patient weight is unknown). During the procedure, as the physician backloaded the delivery system onto the positioned guidewire the delivery system's pullwire became to exit the exchange port. The use of delivery system was discontinued, and the procedure was completed with another rapid exchange biliary stent system. The procedure was successfully completed with no reported patient complications. The patient was reported to be in stable condition after the procedure. This event has been deemed a reportable event based on the investigation results; catheter broken/detached.